Event description:
When unit is installed on floor stand and the lower left front of the unit is pressed upon, the unit shuts down. Service company performed basic check and confirmed the vent does not shut down, but the turbine does stop and gives disc/sense alarm.